Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 6 cm abdominal aortic aneurysm approx 24 months ago. Vessel morphology at the time of implant was reported as the aortic neck changes from 21 mm in diameter at the renal arteries and 30 mm distally the diameter is 29 mm in diameter. Currently, the aortic neck is short measuring 1 - 1.5 cm and it was funnel shaped. It was reported that a recent CT demonstrated that the stent graft has migrated and is 1 cm below the renal arteries with a type 1 endoleak present. The pt will be treated in the next month. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: endoleak, migration, disease progression, and short aortic neck. Conclusion: disease progression, and short aortic neck.